Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) mentioned that unable to reach anyone to further trouble shoot.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie did not open when user tried to issue cefepime 1mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.